Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. A CAPA has been initiated for further r & d investigation regarding this issue.

Event description:
The customer reported the provider was unable to intubate the patient using the device due to the patient's tongue obscuring the fiber optic light bundle. This is the opinion of the user that this is a safety concern. The patient started desaturating and the provider was able to intubate the patient using a different device. It was reported "surgery went on as normal".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the provider was unable to intubate the patient using the device due to the patient's tongue obscuring the fiber optic light bundle. This is the opinion of the user that this is a safety concern. The patient started desaturating and the provider was able to intubate the patient using a different device. It was reported "surgery went on as normal".